Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Depuy(B)(4): the ring that holds the femoral head and the retentive insert broke up. The insert remained in the acetabulum. The femoral head has been repositioned manually. (B)(6) 2014 - email received from (B)(4) advising of the following: below a summary of the event: about 2 months ago (date unknown), the patient received a pinnacle cup with constrictive insert at (B)(6) hospital. In (B)(6), while the patient was getting up from the ¿toilet bowl¿ the retentive ring broke off. Due to this rupture the patient had a consequent luxation. The prosthesis was implanted at an amputee limb.

Manufacturer narrative:
Following investigation, the bio engineering report concludes that the root cause of the complaint is undeterminable. Only an image of the explanted devices was provided. The constrained liner appears to have fractured. It is not known if this occurred in vivo or during extraction of the liner. From the image provided it is not possible to determine if the constraining ring has fractured as claimed in the complaint description. A complaint search and a review of the manufacturing records identified no previous complaints or anomalies that may have contributed to the failure of the device. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.